Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation from her scs system. Subsequently, the patient may undergo surgical intervention at a later date to address the issue.